Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, the balloon catheter stuck on the guidewire. The 99% stenosed lesion was located in the moderately tortuous left anterior descending (lad). Predilation was performed using a 2.75x12mm apex balloon. The balloon was inflated to 14 atms. When the physician removed the device outside the patient's body, it was noted that the balloon catheter was stuck on the non-bsc guidewire. The physician attempted to separate the balloon catheter from the guidewire, outside the patient, however, was unable to separate. The guidewire was exchanged and a promus stent was placed in the lesion. Post-dilation was performed with a non-bsc balloon. The procedure was successfully completed without harm to the patient. No patient injuries or complication were reported. Patient condition listed as "good."

Manufacturer narrative:
(B)(4) - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)